Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR (getinge (suzhou) co. Ltd.). (B)(4). The info contained within this report is based upon the info provided to the MFR by reps of the MFR's sales and service unit subsidiary. No further details have been provided at this time. Additional info will be provided upon conclusion of the MFR's investigation.